Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On approximately (B)(6) 2025, the patient lost consciousness. She stated prior to this, she did not receive an alert from her dexcom receiver notifying her of her hypoglycemic state. The patient¿s apple watch called 911. Emergency medical services (ems) arrived and transported the patient the emergency room. The patient reported being unconscious for approximately 5 hours and woke up in the ER. The patient has no recollection of what occurred with ems, what her initial bg meter reading was or what medications or treatment she may have been provided. However, in the ER, she was treated with unspecified IV fluids. The patient was discharged home later the same day. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.